Event description:
Customer reported at 9 pm device ="hi". Customer took insulin. Customer woke-up and felt ill. Customer went to the e.r. E.r. Device =67 mg/dl. Customer had cookies, juice, and milk. Device was not coded properly. No controls were used. Strips were expired. A request was made for return product and replacement product was sent.